Event description:
It was reported that a pt went through several months without any seizures until (B) (6) 2009 where the pt experienced increase in seizure activity after standing next to an electrical panel at work. Adjustments were made to the pt's settings at that time. The pt has had a few more seizures since that time. Currently, the physician has referred the pt for generator revision surgery. Good faith attempts to obtain additional info have been unsuccessful to date.